Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was between 146 and 173 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.